Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. This oversensing resulted in inappropriate shock. Chest x-ray revealed that the lead had perforated the pericardium and created a pericardial effusion. The lead was explanted and successfully replaced. The patient was stable.